Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure and was doing well postoperatively. No device malfunction was suspected. All explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7073289.